Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide® syringe needle was defective, and ¿when pulling to do the collect of blood there is air inside¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
As neither picture nor sample were provided bd company is not able to confirm described defect. The analysis of the batch history was carried out. No quality notifications were found and only maintenance occurrences of the assembly and packing machines. Those occurrences were proceeded to improve the machine performance and not impacting in quality final product. Following the internal standards of the bd procedures, we emphasize that during the production, the needles follow many tests in 50 pieces every two hours. And in case one of them fails, the whole batch is rejected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The batch complained was manufacturing during (B)(6) 2017 to (B)(6) 2017 period. According maintenance records of the assembly machine agmo06 and packing machine seeb02, both were checked for some adjust to improve the performance. Due to not being provided sample and photos it was not possible to analyze failure mode as well as root cause. Based on severity and occurrence a CAPA is not required.